Event description:
(B)(4). Event occurred in the united states. It was reported that upon opening the package infusion set's tubing was already detached at the tubing connector. The site location was patient's abdomen and the pump was also located on the abdomen. Reportedly, the infusions were kept in the cabinet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.